Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Data was successfully extracted from the returned sensor using approved software. Removed the sensor plug and inspected the plug assembly. Sensor state 5: (normal termination state). Sensor was reprogrammed and simvivo test performed and passed. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. All results were within specification. No failure mode observed an extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and sensor kits were reviewed and the dhrs showed the libre sensor and sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain readings. As a result, the customer experienced described as "becoming faint and losing energy". The customer was unable to self-treat and was provided water by a non-healthcare professional (non-hcp) as treatment. There was no report of death or permanent impairment associated with this event.